Event description:
It was reported that there was a malfunction of the oxygen sensor. The ventilator was not on a patient at the time of the event. The ventilator was evaluated and the oxygen sensor was replaced. The ventilator passed self-testing.